Event description:
The following info was reported by a cordis webster rep and was not confirmed by the physician as he did not respond to co's attempts for clarification and details regarding the case. The physician's fellow had difficulty locating the coronary sinus with the cordis webster 6 french cournand fixed curve catheter (approximately 2 hours). The radiofrequency ablation was successfully performed with a commercially available abalation catheter to treat svt. Two hours later the pt's blood pressure dropped and tamponade was reported; a pericardiocentesis resulted. The pt is reported to be stable.